Manufacturer narrative:
On july 27, 2021, the mentor failure analysis lab received the device for evaluation. On july 29, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 445cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also experienced bilateral breast ptosis, post-procedure. In addition, the patient underwent bilateral replacement with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9578309 sn: (B)(6), and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9578309 sn: (B)(6) . On august 12, 2021, mentor received additional information indicating that the correct date of event was on (B)(6) 2021, when a mammogram found the complications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 445cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade iii/IV on the right and baker grade ii on the left), and right breast implant rupture, post-procedure. The complications were diagnosed via physical examination. As a result, the patient has been scheduled for bilateral implant explantation surgery on (B)(6), 2021. This medwatch form is for the left breast prosthesis.